Manufacturer narrative:
Patient weight was requested, but not available. Device has been returned for evaluation, but evaluation has not yet been performed.

Event description:
A philips representative reported that during a cardiac lead management procedure to remove 3 leads due to infection, the spectranetics glidelight laser sheath 500-302 kinked and fractured with exposed fibers where the laser handle/grip and shaft of the laser met. There was no patient or user injury. The case was completed with another glidelight of the same device model. It was reported that all 3 leads were successfully removed during the procedure. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation.

Manufacturer narrative:
Device evaluation performed on 10jan2019. During visual inspection a major kink was detected, immediately in front of the bifurcate. Breaches in jacket noted at the location of the kink under microscope. Device was then plugged into a light source to look for broken laser fibers. About 25% of the fibers at distal tip appeared broken. Fibers were broken at the kinked area and light is visible through the jacket breaches. Kink was likely caused by the force of the user pushing on the device when trying to advance it through the anatomy. Use related failure.